Event description:
It was reported that a pump speaker has no sound coming from it. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval found that audio was very low on the high volume setting and barely audible at the medium and low settings. Additional testing found the audio would cut in and out when the negative and positive leads of the speaker were pressed to the rear of the speaker. Physical inspection of the speaker found the positive lead solder pad was lifted off of the speaker pcb, causing the intermittent audio function. All detection capabilities and functions performed as expected. The speaker was replaced.